Event description:
It was reported to philips that the device will not start up. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified. The device would not boot up beyond splash screen. The failure was localized to defective flash memory (B)(4).